Event description:
Rptr writes, " update (original 1/30/1992): to indicate my continued health problems as a result of silicone (polyurethane) breast implants (1979- 1998). After explantation and capsulectomy (another 5 hour operation), my chest pain is better. No more extreme burning, etc; but still have heart attack like symptoms (again this week, aug 8), sending me to the hospital for an angiogram and echocardiogram, etc, etc. My general health is still poor. " rptr writes that she had an "extra one to fill in deformity above breast after radical masectomy".